Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 376mg/dl. The caller stated that the insulin pump alarmed during the manual prime process. The customer mentioned also that the device alarmed motor error. The caller stated that the insulin pump was not exposed to a high magnetic field. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk.